Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06358. Investigation is ongoing.

Event description:
As reported by our affiliates in germany, this was a case with a 23mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, although there was no issue during valve alignment, it was noticed that the valve was past the distal marker after fine valve alignment. During deployment, the balloon burst at the end of inflation, but the valve was successfully deployed. Following deployment, it was difficult to withdraw the delivery system through esheath+ but it could be removed as a single unit. The esheath distal tip was damaged, and a tear in the balloon was observed. As a result of this complication, the patient experienced a rupture of the femoral artery, and a vascular surgeon repaired the femoral artery. The patient was in stable condition. The perceived root cause of the balloon burst was that the valve was past the distal marker after alignment. During pre-decontamination evaluation, a split sheath distal tip was observed.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: liner fully expanded. Distal tip opened but split. Liner bunched at distal end. Liner partially delaminated 2.5cm in length from distal tip. Provided imagery was evaluated but did not reveal any relevant information for this event. The complaint for sheath distal tip split was confirmed per evaluation of returned device. No manufacturing non-conformances were identified during the evaluation. DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per evaluation of the returned device, the esheath distal tip was split. Additionally, the liner was observed bunched and partially delaminated at distal end, which may be indicative of interaction of the commander delivery system with the esheath tip during delivery system removal. As per reported information, the balloon of the delivery system burst at the end of inflation. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner and tip. In addition, non-coaxial alignment between the devices can also lead to delivery systems catching onto the sheath liner and tip, resulting in the sheath distal tip splitting. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the reported complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.